Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the occurrence of an alarm that would have caused the shutdown. The anesthesia control board was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit shut down during use on a patient. There was no report of patient injury.